Manufacturer narrative:
A field service engineer (fse) went on-site and found the tubing on pinch valve pv53 had popped off and was leaking fluid onto the solenoids 56, 57, and 58 (these solenoids are involved in opening the pathway from the lyse reagent to travel to the differential mixing chamber and then to the flow cell). The leak from pv53 damaged the solenoids' ability to work properly in delivering the sample for differential counting. Fse replaced the tubing at pv53 and the damaged solenoids 56, 57 and 58 which resolved the leak. The cause of the leak is the tubing that popped off at pv53 which damaged solenoids 56, 57 and 58. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a waste leak below their coulter hmx hematology analyzer. The volume of the leak was reported as approximately 5 ml or more and the leak was not contained. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. The customer confirmed that there was no affect to sample integrity and no evidence of cross-contamination. There was no affect to sample results. No erroneous results were generated or reported.